Event description:
It was reported that the patient stated machine does not work and she has been soaked for 8 days straight. Patient stated this is causing medical issues. It is unclear if troubleshooting was performed or if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used)

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.